Event description:
Medtronic received a report that a replacement was required at the bedside due to repeat cuff leaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.